Event description:
A surgeon reports dissatisfaction with patient outcomes. Additional information provided by the surgeon indicates this patient received a bilateral custom lasik procedure. This report is for the left eye, the right eye is being reported under manufacturer report # 1061857-2009-00055. Postoperatively, this patient exhibited a slight overcorrection (.25 diopter) in the left eye. It is unknown if the surgeon feels this patient is harmed / injured. Additional information provided by the surgeon indicates an enhancement is planned following a 3 month period. The safety and effectiveness of lasik surgery has not been established and is not an approved indication of this device.

Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of the patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications.